Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had no delivery alarm and scratches on the screen. The customer was unable to read screen. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, however unable to verify the no delivery alarm, missing segments anomaly and motor error alarm due to complete broken reservoir tube lip, missing reservoir tube o-ring and minor scratched lcd window. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. Motor passed motor test. (B)(4).